Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a pulserider-assisted coil embolization of a right middle cerebral artery (mca) aneurysm in a 49-year-old female, a 2mm x 6cm galaxy g3 mini (glm920060/30383052) was selected for use as the fifth coil and advanced roughly half-way into the aneurysm when the concomitant sl-10 (stryker) microcatheter kicked out of the aneurysm. The physician removed the slack from the system and re-advanced the sl-10 microcatheter back into the aneurysm. He continued to deploy the coil and the sl-10 microcatheter kicked out again. He removed the slack and attempted to reinsert the sl-10 microcatheter into the aneurysm. This maneuver was attempted 2-3 more times before noticing the coil had stretched and detached. Half of the coil was within the aneurysm and the remaining half was within the sl-10 microcatheter. Retrieval was attempted with a loop snare but was unsuccessful. The physician subsequently placed a neuroform atlas (stryker) stent to tack down the proximal end of coil. No known patient complications occurred as a result of the event; however, the procedure was delayed by ~30 minutes. Right arterial access was achieved. A 7f envoy guide catheter was advanced into the right internal carotid artery (ica). A prowler select plus microcatheter and the sl-10 microcatheter were sequentially advanced over synchro (stryker) wire into the proximal m1 segment of the mca. A pulserider aneurysm neck reconstruction device (anrd) was advanced through the prowler select plus, placed intra-aneurysmally, and fully deployed. The sl-10 was advanced through the pulserider into the aneurysm and coiling began. The first coil placed was a 6mm x 20cm galaxy g3, followed by a 4mm x 10cm galaxy g3 xsft, 3mm x 8cm galaxy g3 xsft, and a 2mm x 6cm galaxy g3 mini. After the fourth coil was placed, another 2mm x 6cm galaxy g3 mini (the complaint coil) was chosen. The complaint coil remains implanted in the patient; however, there are two coil delivery wires that can be returned for analysis. The sales representative is unsure which was the one for this particular product. No further information was provided at the time of complaint initiation. Additional information received on 22-sep-2020 indicated that the event did not result in restriction of blood flow or thrombosis. Per the reporting physician, the ~30-minute procedural delay was not considered clinically significant. The patient¿s baseline modified rankin scale (mrs) score was 0 and remained 0 post-procedure. No further coiling was performed after the reported event. The sl-10 microcatheter was cut in an attempt to use a snare loop to retrieve the proximal end of the coil. Upon further discussion, this idea was abandoned in fear of dislodging the coil mass within the aneurysm. The sl-10 was removed and a new one was used to deploy the stent. The complaint coil did not appear damaged prior to use. No unusual resistance or friction was encountered while advancing the coil through the microcatheter. There was an adequate and continuous flush maintained through the microcatheter. While positioning the coil in the target aneurysm, the sl-10 microcatheter kicked back into the m1 segment of the mca. The coil itself did not herniate into the parent vessel during positioning. The coil appeared to fill the aneurysm sac as expected. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e. The coil was used like a guidewire to reposition the microcatheter). This was done 2-3 times before the coil detached. A one-to-one relationship between the coil and the delivery system was not verified with fluoroscopy prior to repositioning. The coil was not positioned at a relatively sharp angle to the microcatheter. There had been no attempts to detach the coil prior to the premature detachment at the detachment zone. The coil had not become entangled with previously placed coils. The aneurysm was bilobed with a wide neck. The aneurysm measurements were as follows: height: 6.06mm, width: 7.07mm, and neck: 5.7mm. The parent vessel diameter was 2.2mm. There was no report of a device malfunction or performance issue associated with the pulserider anrd. Image review by an independent physician: ¿the complaint is accompanied by several fluoroscopic images. The case depicts placement of a coil with difficulty, resulting in repositioning of the microcatheter several times. Then during these maneuvers, the coil stretched. The fluoroscopic images demonstrate the aneurysm pre-treatment, and during the treatment, including images of a coiled aneurysm with the pulserider device in place, and images of a coil partially deployed, and an image of the pulserider and another stent in place along with the coiled aneurysm. Coils are designed to be stretch resistant, however, they can stretch or unwind when coiling is difficult and multiple repositions are required. This is a known risk, particularly when multiple re-positioning of the coil is required. The coil may have been incorrectly sized given the difficulty described in the complaint. It does not appear based on the complaint that additional coils were used after the index coil." A non-sterile embolic coil of a galaxy g3 mini 2mm x 6cm was received inside of a pouch. The device was inspected and the dpu was found with several kinks and entangled with itself. The embolic coil was not returned for evaluation; however, it looks like it was apparently mechanically detached from the rest of the device. No other damages or anomalies were observed during the visual inspection. Also, the marker band was found at 41 cm from hub which is within specification. A manufacturing record evaluation was performed for the finished device 30383052 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - premature detachment-during placement¿ was confirmed. This is supported by, during the analysis, it was noted that the embolic coil was not returned for evaluation, also it looks like the embolic coil was apparently mechanically detached from the rest of the device. This condition relates with the customer¿s complaint and appears to might have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The complaint reported by the customer ¿coil - unraveled/stretched-during placement¿ could not be duplicated since the embolic coil was not returned for evaluation with the rest of the device. The complaint reported by the customer ¿coil - positioning difficulty¿ could not be evaluated because the complaint reported by the customer is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Also, the embolic coil was not returned for evaluation. The several kinks and entanglement with itself condition noted on the dpu appear as it might have been caused by excessive force applied to the device, however, this cannot conclusively determine, also the exact time when this condition occurred could not be determined. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Coil positioning difficulty, unraveling/stretching, and premature detachment requiring additional intervention are known potential procedural complications associated with the galaxy g3 mini coil. The galaxy g3 mini instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. The IFU also warns the user to never attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. Review of the available information does not allow for an exact determination of root cause. However, there are clinical and procedural factors, including aneurysm/vessel characteristics (i.e. Wide neck, bilobed), device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of stretching and premature detachment. The file will be re-reviewed if additional information is received at a later date. Note: per the pulserider IFU (u.s.), the anrd is intended for use with neurovascular embolic coils in patients = 18 years of age for the treatment of unruptured wide-necked intracranial aneurysms with neck widths = 4 mm or a dome to neck ratio < 2 originating on or near a vessel bifurcation of the basilar tip or carotid terminus with at least a portion of the aneurysm neck overlapping the lumen of the parent artery. Since the target aneurysm was located at the right mca, use of the pulserider anrd in this particular case is considered off-label.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Patient codes: no code available, was selected, however, the alleged product failures necessitated additional intervention (i.e. Use of snare and stent) to preclude patient complications. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. Images were returned for analysis, and independent physician review was performed. The results are as follows: the complaint is accompanied by several fluoroscopic images. The case depicts placement of a coil with difficulty, resulting in repositioning of the microcatheter several times. Then during these maneuvers, the coil stretched. The fluoroscopic images demonstrate the aneurysm pre-treatment, and during the treatment, including images of a coiled aneurysm with the pulse rider device in place, and images of a coil partially deployed, and an image of the pulse rider and another stent in place along with the coiled aneurysm. Coils are designed to be stretch resistant, however they can stretch or unwind when coiling is difficult and multiple repositions are required. This is a known risk, particularly when multiple re-positioning of the coil is required. The coil may have been incorrectly sized given the difficulty described in the complaint. It does not appear based on the complaint that additional coils were used after the index coil. A manufacturing record evaluation was performed for the finished device: (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Further investigation will be performed once the device returns for analysis.

Event description:
A report from the field indicated that during a pulserider-assisted coil embolization of a right middle cerebral artery (mca) aneurysm in a (B)(6)-year-old female, a 2mm x 6cm galaxy g3 mini (glm920060/30383052) was selected for use as the fifth coil and advanced roughly half-way into the aneurysm when the concomitant sl-10 (stryker) microcatheter kicked out of the aneurysm. The physician removed the slack from the system, and re-advanced the sl-10 microcatheter back into the aneurysm. He continued to deploy the coil and the sl-10 microcatheter kicked out again. He removed the slack, and attempted to reinsert the sl-10 microcatheter into the aneurysm. This maneuver was attempted 2-3 more times before noticing the coil had stretched and detached. Half of the coil was within the aneurysm, and the remaining half was within the sl-10 microcatheter. Retrieval was attempted with a loop snare, but was unsuccessful. The physician subsequently placed a neuroform atlas (stryker) stent to tack down the proximal end of coil. No known patient complications occurred as a result of the event; however, the procedure was delayed by ~30 minutes. Right arterial access was achieved. A 7f envoy guide catheter was advanced into the right internal carotid artery (ica). A prowler select plus microcatheter, and the sl-10 microcatheter were sequentially advanced over synchro (stryker) wire into the proximal m1 segment of the mca. A pulserider aneurysm neck reconstruction device (anrd) was advanced through the prowler select plus, placed intra-aneurysmally, and fully deployed. The sl-10 was advanced through the pulserider into the aneurysm and coiling began. The first coil placed was a 6mm x 20cm galaxy g3, followed by a 4mm x 10cm galaxy g3 xsft, 3mm x 8cm galaxy g3 xsft, and a 2mm x 6cm galaxy g3 mini. After the fourth coil was placed, another 2mm x 6cm galaxy g3 mini (the complaint coil) was chosen. The complaint coil remains implanted in the patient, however, there are two coil delivery wires that can be returned for analysis. The sales representative is unsure, which was the one for this particular product. No further information was provided at the time of complaint initiation. Additional information received on 22-sep-2020 indicated that the event did not result in restriction of blood flow or thrombosis. Per the reporting physician, the ~30-minute procedural delay was not considered clinically significant. The patient¿s baseline modified rankin scale (mrs) score was 0 and remained 0 post-procedure. No further coiling was performed after the reported event. The sl-10 microcatheter was cut in an attempt to use a snare loop to retrieve the proximal end of the coil. Upon further discussion, this idea was abandoned in fear of dislodging the coil mass within the aneurysm. The sl-10 was removed and a new one was used to deploy the stent. The complaint coil did not appear damaged prior to use. No unusual resistance, or friction was encountered while advancing the coil through the microcatheter. There was an adequate, and continuous flush maintained through the microcatheter. While positioning the coil in the target aneurysm, the sl-10 microcatheter kicked back into the m1 segment of the mca. The coil itself did not herniate into the parent vessel during positioning. The coil appeared to fill the aneurysm sac as expected. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e. The coil was used like a guidewire to reposition the microcatheter). This was done 2-3 times before the coil detached. A one-to-one relationship between the coil and the delivery system was not verified with fluoroscopy prior to repositioning. The coil was not positioned at a relatively sharp angle to the microcatheter. There had been no attempts to detach the coil prior to the premature detachment at the detachment zone. The coil had not become entangled with previously placed coils. The aneurysm was bilobed with a wide neck. The aneurysm measurements were as follows: height: 6.06mm, width: 7.07mm, and neck: 5.7mm. The parent vessel diameter was 2.2mm. There was no report of a device malfunction or performance issue associated with the pulserider anrd. Anonymized procedural images were received.